Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that there was no deformation at the foreign material residue point. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air supply issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the nozzle had foreign objects due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, the forceps channel port is shaved, the protector of universal cord on scope connector side, the scope connector cover unit, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the switch box, the scope cover, the universal cord, the grip, the control unit, the scope connector, all had a scratch, the control unit had discoloration, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear on angle wire, angulation skips during angulation in right/left directions, due to wear of angle wire, the play of up/down knob is out of the standard value, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.